Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. Replacement parts were ordered and shipped to the customer site. The customer is taking responsibility to correct/repair the device.

Event description:
It was reported there was a speaker malfunction and no sound is being played from the speakers. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.